Event description:
The field engineer reported that the system displayed kv overtime error messages during a patient procedure. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ma null voltage was adjusted and a filament calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.